Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned in the closed position therefore we are able to validate this complain t. This instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod (n001 85) fingers that actuate the jaws are damaged. We suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from the this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found misalignment of the jaws before use so that stopped to use the applier. It was sent to our technical specialist, who confirmed misalignment of the jaws and the pivot pin being loose, and concluded it was unrepairable.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found misalignment of the jaws before use so that stopped to use the applier. It was sent to our technical specialist, who confirmed misalignment of the jaws and the pivot pin being loose, and concluded it was unrepairable.